Event description:
On (B)(6) 2025, it was reported that the user was hospitalized for diabetic ketoacidosis (dka) from (B)(6) 2025. The user stated they had felt unwell, removed the ilet system, and do not recall events that followed. They were taken to the ER by someone else and later admitted. While hospitalized, they received insulin to lower blood glucose. The user experienced memory loss, but no other immediate or long-term health effects were reported. The user has resumed use of the ilet system.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.